Manufacturer narrative:
Product event summary: analysis confirmed the reported event; both output connectors were broken. Analysis also found the battery drawer would not open when pressing the eject button (no batteries in drawer). Battery drawer would open with batteries installed. The lower case found out of mechanical specification. It was noted the battery drawer button was damaged (tool mark) and the hanger assembly was broken.

Event description:
It was reported the atrial port was in need of repair. The external pulse generator was returned for repair, test, and calibration. No patient complications have been reported as a result of this event.